Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Device evaluated by MFR.: gladiator elite 6.0 x 80, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. During microscopic examination, a balloon longitudinal tear was identified at approximately 16 mm from the proximal end of the distal marker band extending approximately 36 mm proximally. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found shaft kinks on more than one location on the exposed shaft where the balloon tear is located. This type of damage most likely occurred during handling of the device post procedure as the shaft section was exposed at the torn section of the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the elbow. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during first inflation at 16 atmospheres, the balloon bursted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the elbow. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during first inflation at 16 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.